Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed service code 105: pulse test relay stuck, and service code 203: pulse test fault. The cause for the failure and the service codes was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The shorted transistors allowed high voltage to deviate to low voltage circuitry. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.